Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6- health effect- clinical code: 4581- 'significant reduction of iridocorneal angles' and 'pupil impairment'. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced pupil impairment and significant reduction of iridocorneal angles. Reportedly " her angles are narrow after ic l implantation and her pupil doesn't constrict fully". Lens remains implanted.